Manufacturer narrative:
H.6. Investigation: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No.320136. Visual examination was carried out on the returned sample and photos and a bent non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case jp experienced product damage while still considered operable. The following inforamtion was provided by the initial reporter: the customer reported about a broken needle npe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case jp experienced product damage while still considered operable. The following information was provided by the initial reporter: the customer reported about a broken needle npe.